Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a 2008t hemodialysis (hd) machine's blood pump rotor tubing guide pin sleeve came loose and cut a fresenius bloodline during a patient¿s hemodialysis (hd) treatment resulting in a blood leak. The machine, alarmed appropriately with a blood leak alarm. The cm said that the machine has been returned to service after the biomedical technician (bmt) replaced the blood pump rotor. The patient¿s estimated blood loss (ebl) is 200ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient chose to end treatment 30 minutes early with no issues. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility¿s clinic manager (cm) reported that a 2008t hemodialysis (hd) machine's blood pump rotor tubing guide pin sleeve came loose and cut a fresenius bloodline during a patient¿s hemodialysis (hd) treatment resulting in a blood leak. The machine, alarmed appropriately with a blood leak alarm. The cm said that the machine has been returned to service after the biomedical technician (bmt) replaced the blood pump rotor. The patient¿s estimated blood loss (ebl) is 200ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient chose to end treatment 30 minutes early with no issues. The complaint device is available to be returned to the manufacturer for evaluation.